Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they were having issues with one side of their implant being out for a couple years. Patient mentioned they were recommended to have their equipment redone, but were trying to wait a couple months. Patient mentioned they were going to redo their neurostimulator system and mentioned the leads came loose. Agent documented information provided during call. On (B)(6) 2024 the rep reported the patient stated they had issues with their lead since implant, and had requested a revision for an MRI, but patient is not currently scheduled for a revision or replacement.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6) , ubd: (B)(4) 2012, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.